Manufacturer narrative:
MFR ref no.: (B)(4). Baxter is continuing to investigate the reported event.

Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in sicu, 15 minutes after the start of an infusion of an unk antibiotic at a rate of 150ml/hr. It was also reported that fluid was room temperature, head height was less than 20 inches and 2 bubbles were observed in the tubing. It was also reported that fluid was room temperature, head height was less than 20 inches and 2 bubbles were observed in the tubing. It was also reported there was no patient injury.